Event description:
During a left heart catherization, three air bubbles were injected into the patient and were noted on the fourth frame image. The patient experienced brief st-segment elevation as noted on the EKG.

Manufacturer narrative:
Despite requests by acist for the return of the cvi injector system serial number (B)(4) for investigation, the user facility elected not to return the system. Should the system be returned at a future date, acist will submit a follow-up report to FDA. The acist consumable kits used during the event were discarded by the user facility and the lot numbers are not known. The clinical evaluation of the cine-angiograms will be provided in a follow-up report.

Manufacturer narrative:
A review of the device history record for system serial number (B)(6) was completed on august 17, 2022. This review confirmed that there were no quality issues during manufacture of this device. A clinical evaluation was completed by the acist medical advisory board member on july 17, 2022, and is as follows: the report describes a diagnostic angio without percutaneous coronary intervention (pci). During injection of the left coronaries, three bubbles are seen to be injected into coronary circulation. The information from the user report describes transient ECG changes without hemodynamic compromise or apparent significant sequela to the patient. The angio runs do not appear to be in the order in which they were acquired. The first image in the list provided shows an injection to the left coronary series with three bubbles passing down the left anterior descending artery (lad). The report describes this occurring on run number four. The bubbles clear quickly. It cannot be determined from the information provided what images or catheters were used immediately prior to this angio. If this was the first image acquired with this catheter, then the etiology of the air is most likely incomplete clearing of air from the system/tuohy/stop cock/catheter prior to the injection. The amount to air injected was relatively small and did not appear to cause harm to the patient. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6) was returned on august 18, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. This report is closed.